Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced an event of infusion set kinked cannula on (B)(6) 2025 which led to hospitalization. Duration of emergency room stay was more than 24 hours. Insulin was administered intravenously at the hospital. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been soft cannula found bent upon removal from infusion site. The batch 6009854 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6009854 was manufactured according to the wi version 81 manufactured in the machine 12, on 22/oct/2024, with a total of (B)(4) units. Assembly: the lot 4k03306 was assembled according to wi version 27 on-line inspection for assembly of quick set on 21/oct/2024, with a total of (B)(4) units. The lot 4k03307 was assembled according to wi version 27 on-line inspection for assembly of quick set on 22/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 15-jul-2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6009854 and no other more complaint have been registered in database for the same lot 6009854 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.